Event description:
Upon further review of the reported event, the event is not reportable.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Manufacturer narrative:
A technical investigation showed that the system incorrectly reported z 920-407 error during treatment rather than a thermal event warning which displays as z 409-383. Based on the information currently available and technical review, although no adverse event was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. Further investigation is being performed.

Event description:
Allergan aesthetics received a report z920-406 log service has exited with their elite curve 150 applicator. Z920-406 is not listed and the patient was retreated.